Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: service and repair evaluation: the customer reported on sep 12,2024 all speeds barely work on field equipment unit. The repair technician reported fast forward was intermittent, platina on housing and switch plate were found, wires discolored, brown residue on barriers were found, drive shaft was rusted. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 25-sep-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 05.000.008. Synthes lot # 008029. Supplier lot # 008029. Release to warehouse date: june 14 2021. Supplier: triangle manufacturing. No ncrs were generated during production. DHR result retrieved from pi-16554781223481558. Device history batch: null. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Event description:
It was reported that on sep 12,2024 all speeds barely work on field equipment unit. The unit was pulled from hospital due to performance issues during weekly audit. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. No further information was provided.